Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she has been having a lot of trouble with the infusion sets. Pt stated they were bending which was causing her blood glucose to elevate to 400-600's mg/dl. Pt's normal blood glucose range is around 160-220 mg/dl. Pt reported to treat herself, she would change her infusion site and bolus and then it would bring her blood glucose down temporarily. Pt stated when the infusion set went in, it would burn and bend and the infusion sites would leak when this happened. Pt reported, the infusion site would then pull out. Pt stated, she had no trouble removing the infusion sites. Pt uses the insertion assist plus device to insert the infusion sets. Pt reported, the issue first occurred right after she used the infusion set for the first item 2 months ago. Pt stated, the issue occurred more than once and would begin anywhere from 2 hours to one day after inserting the infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.